Event description:
It was reported that on (B)(6) 2026, "due to the need for deep venous catheterization for postoperative surgical treatment, the patient received a central venous catheter. During the insertion procedure, the guidewire became kinked while advancing the catheter, making it impossible to advance the catheter along the normal path. Medical staff immediately stopped the advancement and withdrew the guidewire and catheter together. After removal, the integrity of the guidewire was inspected. Upon confirming no residual fragments remained, a new guidewire and catheter were used for re-puncture and catheterization." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.

Manufacturer narrative:
(B)(4).